Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, the foreign substance was found inside of sterile tray. The surgeon used an alternative one to complete the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for 00515047501, lot number z000007448, identified no relevant deviations or anomalies. Product examination found particulate returned with the complaint product; however the returned product was removed from the sterile packaging by the customer. This complaint cannot be confirmed. Zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. While the product evaluation found that there was particulate on the device, the product was noted to have been removed from the sterile packaging by the customer, so it cannot be determined where the particulate came from. Therefore, the root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.